Manufacturer narrative:
Concomitant product(s): a 1642t lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day following implant the right ventricular (rv) lead was found to be dislodged. It was noted there was a r-wave change and threshold change. The lead was revised without complication and remains in use. No patient complications have been reported as a result of this event.